Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra fine¿ mini pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not prime, does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-sep-2022 . H.6. Investigation summary: customer returned (1) open 31gx5mm bd pen needle without a tear drop label or inner shield attached. The customer reported a needle clog during injection. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was bent to one side. The bent npe cannula would prevent proper flow through the pen needle, hence, the customer would think that the pen needle was clogged. Since the sample was returned after use, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of this issue is user related. The npe cannula was bent after the customer handled the pen needle. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra fine¿ mini pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not prime, does not re-use."